Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04279. The pt (B)(6) received an scs sys which included the ipg and at least one lead. It was reported communication could no longer be established between the ipg and pt programmer. The physician elected to explant and replace the ipg. Intra-operative testing was performed with no anomalies noted. Approx three hours following the procedure, invalid impedance were identified. Additional surgical intervention will be undertaken at a later date to resolve the issue. The scs system implant date and the device info for the lead(s) associated with this event have been requested; however, no further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in two field corrections. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.